Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Visual inspection shows that the battery tube threads are broken however, the battery cap properly secured the battery in place during testing and no intermittent blank display or unexpected powering off noted during testing. Pump received with normal operating currents. No damage was found on the lcd isolation tape during our visual inspection. However, the insulin pump was received with corroded battery tube, corroded battery cap contact, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump would not turn on at times after being dropped. Blood glucose level at the time of the incident was not provided. Caller stated that the customer's blood glucose level had recently been between 60 and 100 mg/dl. The caller also stated that the device was cracked. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.